Event description:
It was reported that an asymptomatic patient presented in clinic for follow up and the device showed post-paced t-wave oversensing. The oversensing was noted on a stored egm. Reprogramming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.